Event description:
The physician was using three resolute integrity rapid exchange (rx) drug-eluting stents for treatment of a patient. All 3 stents were implanted successfully. During removal of the balloons after deploying the stents the physician experienced some difficulties. The balloon was sticking. The patient is fine post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined limited information/device not received for evaluation). (Device not received for evaluation).